Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015, 3:00am. At this time the patient obtained a blood glucose reading of ¿160mg/dl¿ on the subject meter which he compared to feelings/normal results. The patient informed the cca that they regulate their diabetes with insulin pump therapy and on the day before ¿ (B)(6) 2015, 12pm¿ increased his dose of humalog insulin by an unknown dose. The patient stated that ¿20 minutes¿ after the alleged issue began, he developed the symptoms of ¿sweating blurred vision and weakness¿ the patient reported that on ¿ (B)(6) 2015, 3:30am¿ he self-treated with food and /or drink in response to these symptoms. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, the test strips were stored correctly and not expired. Also, the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the reporter stated that the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.